Manufacturer narrative:
Two opened devices were received on 02/08/2012 and evaluated. During testing, the float valve of one of the devices did not close when the soluset emptied. Hospira had completed an investigation of sticking float valves resulting in the valve not closing after the soluset empties. Based on the investigation results, hospira has identified a possible cause due to electrostatic generated during the soluset assembly process.

Manufacturer narrative:
A device is expected to be returned for investigation, it has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. 1157574-0.

Event description:
General report received of an unspecified number of undocumented incidents of the float valves in the solusets on the tubing set not closing when the solusets emptied; subsequently, air has been noted in the tubing distal to the soluset. The soluset was being used to deliver an unspecified volumes of lactated ringers via gravity. It was reported that after the solutions were delivered, it was noted that the float valves in the solusets were reportedly stuck open and did not close. It was reported that unspecified volumes of air was noted in the tubing distal to the solusets. No air was delivered to the patients. The contact stated that the nurses reportedly tapped on the solusets to free the float valves and the therapies were resumed. There were no reported adverse patient effects and no reported delays in therapies critical to the patients. No medical interventions were required. Though requested, no additional information was provided.